Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-04446 addresses the first resolution clip device, while manufacturer report # 3005099803-2013-04524 addresses the second resolution clip device. It was reported to boston scientific corporation on (B)(4) 2013 that two resolution clip devices were used for hemostasis during a gastroscopy of the stomach performed on (B)(6) 2013. According to the complainant, during the procedure after the clip had been deployed onto the tissue, the clip did not release from the catheter. After manipulating the catheter "for a while", the physician was able to release the clip. A second clip was deployed onto the tissue. The physician once again had to struggle with the device to detach the clip from the catheter. The procedure was completed with these two resolution clip devices. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
Investigation results: visual examination noted that the clip assembly was fully deployed and not returned; the control wire was kinked. Functional analysis could not be performed because the clip assembly was detached from the delivery system and not returned. Investigation found the clip assembly was fully deployed and not returned. There was a kink in the control wire. Based on the condition of the returned device, the reported failure (clip difficult to release from catheter) could not be confirmed. However, due to anatomical/procedural factors encountered during the procedure, performance of the device may have been limited. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-04446 addresses the first resolution clip device, while manufacturer report # 3005099803-2013-04524 addresses the second resolution clip device. It was reported to boston scientific corporation on (B)(4) 2013 that two resolution clip devices were used for hemostasis during a gastroscopy of the stomach performed on (B)(6) 2013. According to the complainant, during the procedure after the clip had been deployed onto the tissue, the clip did not release from the catheter. After manipulating the catheter "for a while", the physician was able to release the clip. A second clip was deployed onto the tissue. The physician once again had to struggle with the device to detach the clip from the catheter. The procedure was completed with these two resolution clip devices. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
It was reported the patient was over 18 years old. (B)(4) for the reported event of clip would not release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.